Manufacturer narrative:
We received one 746f8 catheter with an attached monoject 1.5cc limited volume syringe and arrow contamination shield for examination. The pressure monitoring device was not returned. The reported event of "tracing on the monitor did not look correct" was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect notes during analysis. No actions will be taken at this time.

Event description:
It was reported that while trying to place a cco swan-ganz catheter in the heart room, the doctor noticed that the tracing on the monitor did not look correct despite multiple attempts at floating the swan with a strong feeling that the catheter was in the correct place. The doctor removed the swan from the patient, all connections were double checked, the monitors were re zeroed and the transducers and were re-flushed without any success. Pressures outside of the patient body reading were in 40's and the tracing and pressures did not change when position of catheter moved higher and lower than transducer as it should. A second swan was opened which worked properly. No patient complications were reported.